Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was torn. When the catheter was rinsed with saline, a crack at the first side port of the pigtail was discovered. A new-like device from a different lot was obtained to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: customer (person): phone: (B)(6). H3: device evaluated by mfg? Device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.